Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient experienced persistent pain at the magnet site. Subsequently, the magnet was explanted on (B)(6) 2018. The implanted fixture remains in-situ.